Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. Insulin pump received with peeling keypad overlay, severely scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported she was having issues with the buttons on the insulin pump. The buttons kept sticking and one of them was sticking. The act button was sticking and the esc label was coming off. Customer's blood glucose was 12 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.